Event description:
Pt had aicd placed on (B)(6) 2012. On (B)(6) 2012, aicd was checked and discovered that a lead had perforated and migrated out through the cardiac wall. Pt was transferred to (B)(6).